Manufacturer narrative:
The root cause is attributed to a faulty vertical set up joint (suj), optic fiber causing communication within the universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer encountered 319 errors on universal surgical manipulator (usm) 1. The customer had attempted to power cycle the system multiple times, but the error persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) inquired if the surgeon could disable usm 1 and proceed with only 3 usm arms, but the customer indicated that all 4 usm arms were necessary. The customer swapped out the patient side cart (psc) to continue with the procedure. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber cable (scrap item) in the vertical setup joint to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.